Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with fortaz (dose, route and frequency unknown). The patient had the pd catheter removed and was switched temporarily to hemodialysis. The patient was hospitalized for ten days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This report is 4 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894949 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).